Event description:
The pt received two leads with the same lot number. It was reported the pt was receiving unwanted leg stimulation as well as the inability to increase the stimulation amplitude. The sjm representative met with the pt and determined multiple contacts on the lead had invalid impedances. Reprogramming was performed twice; however, stimulation coverage was not obtained with the last session. All contacts on one lead had invalid impedances at the last appointment. It was reported the pt met with the physician and surgical intervention was to be undertaken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.